Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8737-37, batch 4751434 was received for investigation. Visual inspection identified breakage at the distal tip of the returned ar-8737-37. The fragment generated during the event was not returned for analysis. As the hex feature had been compromised, the dimensions of this feature could not be accurately assessed. However, the distal driver shaft width was measured using digital micrometer ID: 224 and met design specifications. The cause remains undetermined, although based on the age of the device, a probable cause can be attributed to wear and tear.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the inserter tip broke off during the anchor implant. The site had been pre-drilled. The tip was retrieved and the anchor was removed with pliers. Another anchor was used to complete the bunion case. Patient is female, (B)(6) with hard bone.